Event description:
The customer's mother reported that her son was transported to the emergency room because, the pdm "was giving erratic bg readings" in comparison to an alternate meter. Bg readings form the pdm ranged from 39-180mg/dl, while reading form the hospital's meter ranged from 169-319mg/dl. The pdm will be returned for evaluation.

Manufacturer narrative:
The pdm involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The pt confirmed bg readings with another device before taking any action, per user instructions. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency. No conclusion can be drawn.